Event description:
It has been reported to philips that the wireless footswitch did not work anymore. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional manufacturer narrative: philips has investigated this complaint. According to the information collected, the customer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed, which resets the software. Philips has confirmed ,that the reported failure is, due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions co-exist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0648-2022. Corrected data: section h: usage of device corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.